Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt was without stimulation. Subsequently, the pt met with the sjm representative and diagnostic testing revealed invalid impedance readings on all lead contacts. Reprogramming was unable to resolve the issue. The pt will consult with the physician at a later date regarding surgical invention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.